Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging eye irritation, skin irritation, respiratory tract irritation, dizziness, headache, nausea / vomiting, asthma (new or worsening), inflammatory response, kidney disease/toxicity, lung disease. Medical intervention was not specified. No additional information can be requested at this time. The ventilator was returned to the manufacturer for evaluation and visible foam particles were not observed. The device powered on and operated as it should. No repair was performed due to the device not needed for inventory. The unit will be scrapped.